Event description:
The customer reported that on (B)(6) 2012, higher than expected carcinoembryonic antigen (cea) results were generated on a unicel dxl800 access immunoassay system for multiple patient samples associated with a specific cea reagent pack (serial #(B)(4)). Subsequent repeat results on other instruments, utilizing different reagent lots, produced lower results. The initial, elevated results were not reported out of the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Data supplied by the customer indicated the generation on twenty two elevated cea patient sample results. Multiple, lower repeat test results were generated, in some instances on two separate instruments, utilizing different reagent packs. The identification of the associated reagent packs used by these alternate instruments is unknown. Sample information was not provided by the customer the customer's cea level 1 quality control results were also higher than expected on reagent cea reagent pack serial number (B)(4).

Manufacturer narrative:
Service was dispatched on (B)(4) 2012 in association with this event. The field service engineer (fse) performed a routine system check and a carryover test. All tests passed within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. Data analysis of the supplied data by beckman coulter inc. By the field service engineer identified a specific reagent pack (serial number #(B)(4)) which was associated with the twenty two discrepant results involved with this event. However because the repeat, valid results were generated on different equipment utilizing different reagent packs, it is impossible to determine whether the event was attributable to a reagent issue. The suspect reagent pack was returned to beckman coulter inc. For evaluation. Results of that testing have not been supplied to date. A definitive root cause associated with this event has not been determined to date.

Manufacturer narrative:
(B)(4). In conclusion, beckman coulter inc. Testing confirmed contamination of reagent pack lot#195037(s/n (B)(4)). The working strength conjugate reagent was determined to be contaminated. The cause of the contamination is unknown.